Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with an ecr60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgerys quality system. Additional information received: the night of surgery of bring back was bad but it was controlled and patient doing well. 2nd firing on lap sleeve (female patient) he used a green with seamgaurd. The entire left side of the reload did not form staples, thus leaving a large opening in the stomach and bleeding. He then got a new stapler and used a green without buttress to staple the opening in the stomach. He also used permanent stratatfix to oversew the staple line, and tisseel to help with the bleeding. After he completed the staple line, he scoped the patient and identified a leak and bleeding. He then took absorbable stratafix and sewed the area of misfire again, to take care of the leak. He scoped the patient again and the leak and bleeding seemed to be taken care of, but the sleeve was now much tighter than he wanted it to be, and said the patient will have to stay in the hospital longer than normal for observation. Per the sales rep, the patient was brought back due to bleeding. It was corrected, patient stabilized. Patient went home sunday, (B)(6) 2021. The surgeon noted they had a bad stricture and may have to have re-op later.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the second firing with gore seam guard that on the left side the stomach side that no staples formed leaving the stomach wide open and contaminating the field. A new stapler and reload without seam guard was used to fire along the open staple line surgeon then oversewed the staple line with non-absorbable stratafix then sealed the staple line with tisseel. At the end of the procedure the surgeon scoped the area and found a leak along the staple line. Surgeon then over sewed the area again with absorbable stratafix to repair the leak.